Event description:
A pt had been hospitalized for high blood glucose. Reportedly at the hosp for blood glucose was brought down with an IV drip. They report no leaks with the system, the setting appear all to be correct, the pt diet has not changed and the reported no alerts or alarms. It was decided that the device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.